Manufacturer narrative:
Product complaint # b)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article abstract entitled, ¿determination of crystallinity and crystal structure of hylamer polyethylene after in vivo wear¿ by m. Visentin, et al, published by journal of biomaterials applications (2006), vol. 21, pp. 131-145, was reviewed. The purpose of this article was to evaluate the wear of hylamer polyethylene liners explanted during cup and liner revision. Implanted depuy products: duraloc cup and hylamer polyethylene liner. The femoral components used were unknown. Results: the authors report on the polyethylene wear for 9 patients. All cups and liners were revised due to pain, acetabular bone erosion, cup loosening, and cup migration secondary to excessive wear of the polyethylene liner. This complaint captures 9 individual cases labeled case 1 through case 9. The parent (B)(4) includes case 1. Case 2 through case 9 are linked to this pc." (B)(6) yo male duraloc cup and hylamer liner revised due to pain, aseptic loosening, cup migration, and acetabular bone erosion secondary to excessive polyethylene liner wear.